Event description:
It was reported by the patient the device's rate response was reprogrammed and now the patient is "not comfortable". Follow up with the physician's office disclosed the patient's device was reprogrammed again. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.